Event description:
The customer reported that while an employee was moving the monitor suspension in a vertical direction, the vertical column for the 6 monitors of the fd 20/10 broke into two pieces. The monitor assembly fell to the floor. Nobody was injured in this occurrence.

Manufacturer narrative:
(B)(4). (Method, result, conclusion): investigation is still ongoing on this event. When investigation is completed a f/u report will be sent to the FDA.